Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, pre-close placement of the sutures was achieved in a heavily calcified left common femoral artery using perclose proglide devices. Reportedly, after the initial proglide device suture was deployed successfully through a 6-french sized access site, attempts were made to deploy the sutures of a second, third, and forth proglide device, but when the needle plunger of each device was removed, no suture was present on the needles. A fifth proglide device was successfully deployed. The sutures from the first and fifth proglide devices were sequentially deployed 60 degrees opposite in orientation and set to the side. The access site was dilated to 11-french to match the outer diameter of the delivery catheter. After conclusion of the aaa repair procedure, the knots from the two proglide devices were sequentially advanced and tightened to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Reportedly the common femoral artery was heavily calcified. The special patient populations section of the perclose proglide device instructions for use states that the safety and effectiveness of proglide devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. Based on the information reviewed, there is no indication of a product quality deficiency. The other perclose proglide devices are being filed under a separate medwatch manufacturer report numbers.